Manufacturer narrative:
During the onsite inspection, a complete system checkout was performed successfully without any errors reported.

Event description:
A medtronic representative reported that partway through the case the surgeon decided to move the reference frame due to it obstructing movement. Once the frame was moved, a new spin was initiated and it was difficult to get a good line of sight on the frame due to its positioning. Navigation was aborted because the surgeon did not want to work with positioning the camera to get a good line of sight. No effect to patient outcome was reported and there was a 15 minute delay to the surgery. The site used a different imaging system to proceed with the case.